Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps and performed the failure analysis. The failure analysis found the primary failure of missing bipolar insert to be related to the customer reported complaint. The instrument was found to have a missing bipolar insert from the back end of the instrument. The missing bipolar insert was not returned. The pins and conductor wires were sticking out of the chassis. The complaint regarding physical damage was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose pin on the fenestrated bipolar forceps instrument, an investigation is in progress. The instrument was requested to be returned; however, it has not yet been received for failure analysis testing.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the bipolar cable attachment pin had come out of the fenestrated bipolar forceps instrument. The operation room (or) staff noted that the pin was out only after the surgery was completed and the cable from the instrument was removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) informed that the instrument was inspected prior to use and no change was seen out of the ordinary. The site¿s instrument cleaning or sterilization methods has not changed recently. The instrument did not collide with any other instrument or tool during the procedure. The fragment did not fall inside of the patient¿s anatomy. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Upon final removal of the instrument the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The procedure was completed robotically. There was no injury/harm to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument along with the pin will be returned for evaluation.